Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a suspected infection at the ipg site. Symptom of redness was noted. The physician believed that the infection was not device related. The ipg site was washed out with antibiotic. The patient was doing well.